Event description:
It was reported that the lead was explanted due to high capture threshold. After the explant procedure, visual examination of the lead showed a slight area of outside-in insulation rub in the pocket area.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.